Event description:
It was reported that the tubing came disconnected overnight from the end which luer lock attaches too. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asfsf902 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached luer hub is confirmed and was determined to be supplier related. One 20 g x 0.75 in. Powerloc infusion set was returned for evaluation. An initial visual observation showed use residue on and within the returned sample. The luer hub was observed to be completely detached and missing. A microscopic observation revealed the proximal end of the extension tubing was flat and smooth with slightly rounded edges. Some striations were also observed on the proximal end of the tubing, suggesting this was the manufactured end of the tubing. Little to no adhesive residue was observed on the exterior of the extension tubing near its proximal end. The cause of the detached luer hub appears to be poor adhesive application during manufacturing at the supplier facility. The supplier facility has been notified of this event, and bd is working closely with the supplier to prevent recurrence of the reported event.

Event description:
It was reported that the tubing came disconnected overnight from the end which luer lock attaches too. There was no reported patient injury.